Event description:
It was initially reported that there was only one donut during a colectomy. The surgeon reported the instrument did not cut but had a donut. Additional information requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: a call back indicated that the patient is being converted to open. The current status is that the patient is recovering and the surgeon is waiting to see if there may be a leak. Another circular device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.